Event description:
It was reported that during a lead implant attempt there was placement difficulty. The physician attempted the lead several times and the lead would not remain in place. A new lead was implanted with success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.